Event description:
It was reported that this patient was prone to infections and had been experiencing a long-standing infection that was attempted to be treated with antibiotics. Recently, the physician elected to surgically explant the subcutaneous implantable defibrillator (s-ICD) system to resolve the event. Both the electrode and device are expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient was prone to infections and had been experiencing a long-standing infection that was attempted to be treated with antibiotics. Recently, the physician elected to surgically explant the subcutaneous implantable defibrillator (s-ICD) system to resolve the event. Both the electrode and device were received for analysis. The patient was stable with no additional adverse effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.